Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Synthes sales representative. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during median sternotomy closure and upon intra-medullary drilling of thigh bone for the insertion of the rod, the synthes reamer flexible shaft was broken. The failure occurred during the reaming of the cutter with a diameter of 9 mm. Before that, the reaming of the cutter 8 mm was performed successfully. Further drilling was carried out with a new shaft with larger diameter of cutters. All the products parts have been extracted from the intra-medullary canal due to the observance of operating technique and used the guide needle during reaming. This product was delivered to the clinic about a year ago. According to the operating doctor, this incident did not affect the health of the patient, the operation was successfully completed after finishing of the fixation as planned with a slight increase in the operation time because of the necessity of the retrieving the fragments of the product. Concomitant devices reported: unknown cutter 8mm (part #: unknown, lot #: unknown, quantity: 1), unknown cutter 9mm (part #: unknown, lot #: unknown, quantity: 1) unknown guide needle (part #: unknown, lot #: unknown, quantity: 1), unknown rod (part #: unknown, lot #: unknown, quantity: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The returned broken synream flexshaft was forwarded to the material & testing department for evaluation. The statement below is a summary of their investigation. The macroscopic investigation revealed the cannulated shaft was broken into four fragments and shows miscellaneous fractures and cracks in radial as well as axial directions. By using an endoscope inside the shaft, spiral cracks and axial cracks are visible, running from or to the location of the press fit connection that holds the shaft inside the connector-module. It seems that they were oriented towards the connector module. The cannulation of the shaft was opened by cutting, where beside the main cracks, secondary cracks are visible. The scanning electron microscope (sem) pictures revealed axial and radial cracks in the open cannulation as well as macroscopic rest lines in the radial spiral fracture, which are an indication for a multi-step fracture mode. The radial fracture surface shows a dimple structure and a ductile forced fracture type, the axial fracture surface shows shear dimples. The energy dispersive x-ray spectroscopy (eds) analysis with the scanning electron microscope was performed on a longitudinal cutting face and detected the following elements for the coupling (base material: 17-4ph): carbon (c), silicon (si), chrome (cr), iron (fe), nickel (ni) and copper (cu). For the shaft (base material nitinol), the elements: carbon, titan (ti) nickel (ni) and iron were detected. The gained results were compared with the chemical composition of the base materials. Conclusion: the shaft broke in a multitude of fragments, numerous axial and radial fractures are an evidence for a multi axial mechanical load, such as compressional, torsion and bending stress that was applied to the shaft. The fracture initiation happened with high probability in the press fit connection, where the shaft and the connector-module are joined to each other and the diameter of the shaft is mechanically reduced what supports the shear stress and the fracture initiation due to applied stress on the nitinol tube. The fracture face shows dimple structures, the most with a ductile character, only the axial fractures with shear indications. Fatigue as a root cause for the fracture can be excluded. The fracture face shows dimples structures that were created by a forced rupture of the shaft, no brittle fracture structures could be spotted on the fracture surfaces. A base material defect can be excluded as the root cause for the failure. The structure and the shape of the fracture faces reveals, that with high probability the article was used with a too high force during the surgery. Considering all results, it can be concluded, that a mechanical overload is responsible for the fracture initiation. The complaint part shows a high number of fragments as stated in the dynamical tests, where the parts were stressed till the failing. Nevertheless, the applied press fit to the nitinol tube causes a good start point for fracture. Further, it is recommended to monitor the material condition of the used nitinol tubes to avoid manufacturing with heavy deformed raw material which can intensify the failure and occur more often. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d11: additional information provided. H3, h6: part: 352.040; lot: l096538; manufacturing site: bettlach; release to warehouse date: november 18, 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The complaint could be confirmed due to the received pictures. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.